Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine device upgrade. During the procedure, it was discovered that the ra lead had dislodged at some point since initial implant. The lead function was good, but on x-ray, the lead was lying on the floor of the atrium. The physician attempted to reposition the lead but could not get it into a desirable location. The physician was unable to lift the lead using a j stylet, and the ra lead might had been tangled on the right ventricular lead. The ra lead was removed and replaced. The patient tolerated the procedure well.